Event description:
Consumer reported no audio output alert. The consumer did not report any medical intervention or injuries.

Event description:
Consumer reported no audio output. The consumer did not report any medical intrvention or injuries.

Manufacturer narrative:
(B)(4). Evaluation of the returned device and review of the data log confirmed the reported no audio output. The root cause was found to be moisture damage.